Manufacturer narrative:
B5- additional information: reportedly, the injector did not work as expected. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while attempting to implant a 12.6mm vticm5_12.6 implantable collamer lens, -8.5/+1.0/112 (sphere/cylinder/axis) into the patient's right eye (od) it was torn. This occurred on (B)(6) 2020 and there was patient contact with the lens but it was not fully implanted. On an alternate lens was successfully implanted at a later date and the problem is resolved. No patient injury is reported. The cause of the event is reported as user error: "haptic was broken by the injector during injection."